Event description:
It was reported the patient experienced increased baseline pain. The catheter was replaced. The drug in the pump was dilaudid. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Other - catheter.